Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown gel implants and experienced capsular contracture; baker grade unknown on her left side postoperatively. The patient has consulted with a medical professional. As a result, the patient is scheduled for replacement surgery on (B)(6) 2023.

Manufacturer narrative:
On august 30, 2023, mentor became aware of the following and corresponding fields have been updated on this form: - mentor became aware regarding the device information. - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3503001bc" - field d4 for lot number has been updated to "9502774" - field d4 for serial number has been updated to (B)(6) - field d4 for unique identifier( UDI) has been updated to (B)(4). - surgery is scheduled for (B)(6) 2023. On september 5, 2023, mentor became aware that no capsular contracture, and doctor will perform capsulhorraphy on the left. Hence, clinical code "capsular contracture" was removed and "anisomastia" has been added to field h6. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).